Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, the 100% stenosis of the first obtuse marginal (om1) branch was attempted to be treated with balloon angioplasty. However, it was left untreated with 100% residual stenosis.

Event description:
Same case as MDR ID: 2134265-2014-05868, 2134265-2014-05869. (B)(4) clinical study. It was reported that plaque shift, non st elevation myocardial infarction (nstemi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was diagnosed with nstemi and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was an in-stent restenotic lesion of a previously placed unknown drug eluting stent (des) located in the proximal left circumflex (lcx) with 100% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion¿ stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the proximal lcx was treated with placement of a 3.50 mm x 12 mm promus element plus drug eluting stent. In (B)(6) 2014, the patient presented with recurrent chest pain lasting for more than 20 minutes and was diagnosed as nstemi. The patient was hospitalized. Electrocardigram was performed which suggested non q-wave myocardial infarction (mi). It was also observed that the patient experienced ischemic symptoms. Cardiac enzymes were found to be elevated (peak ck-total = 1385 iu/l, uln ck-total= 170iu/l; peak ck-mb = 74.8 iu/l, uln ck-mb = 16 iu/l; peak troponin t = 40.80 ng/ml, uln troponin I =0.12 ng/ml). Coronary angiography was performed and revealed proximal 100% instent occlusion past first obtuse marginal (om), 40 - 50% ostial stenosis in first om, 100% distal occlusion of second om. The 100% instent total occlusion of the previously placed study stent and the 3.50 mm x 12 mm promus element plus stent located in the proximal lcx was treated with balloon angioplasty and placement of 3.50 mm x 8 mm promus element stent with 0% residual stenosis. The site confirmed that no thrombus was noted in the proximal lcx. Also, the 100% distal occlusion of the second om was treated with balloon angioplasty with 0% residual stenosis. In addition, there was a small area of mild haziness at the distal end of the previously placed stent likely secondary to some plaque shift. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.